Event description:
Reporter indicated that pt was explanted, due to an increase in seizure activity with the vns therapy, presumably above pre-vns baseline frequency. Report is incomplete, because no response has been received to MFR's requests for additional info from treating neurologist (via fax x1).